Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that subject has a tubing kink/leak. Fluid was unable to be withdrawn from gastric band system. Clearly had needle inside port suggesting system break. Subject is scheduled for port replacement, possible gastric band system replacement on (B)(6) 2013.

Event description:
The patient underwent port replacement surgery on (B)(6) 2013. The patient had built up abdominal wall tissue through exercising and the port had moved in relation to the fascial exit site. The band exhibited complete integrity. A new port was implanted. The patient is fine.

Manufacturer narrative:
(B)(4).